Event description:
It was reported that during a total knee procedure the tip of an ortholock ex-pin broke off inside the pt. No further info was provided by the user facility.

Manufacturer narrative:
The device will not be returned for eval; it is not possible to determine the cause of the event without an eval of the device.